Event description:
New information received indicated the right ventricular lead was capped and replaced on 25 jun 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic dependent patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was failing to capture, had a steady increase in capture threshold over the last month, and had high pacing impedance. Programming changes were completed. Lead revision was discussed but not yet completed. The patient was stable.